Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's stimulation was causing more pain. It was aggravating pain in patient's right leg. The physician believed pain was coming from back, and not leg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's stimulation was causing more pain. It was aggravating pain in patient's right leg. The physician believed pain was coming from back, and not leg. The patient will undergo an explant procedure.